Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in a patient room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom tech support suggested changing the brake mechanism. It is unk if the facility performs preventative maintenance on their beds. The account replaced the brake mechanism to resolve the issue. Based on this info, no further action is required.